Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 14149 were returned and analyzed. The data files showed at least 18 injections were performed with the balloon catheter without any system notice on the date of the event. Visual inspection of the balloon catheter showed the luer was broken. Smart chip verification indicated the catheter was used not. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a broken luer on the balloon catheter. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.